Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Reportedly, the usb cable began smoking while plugged into a power source. Reportedly, the customer was able to charge the pump with an alternate cable. There was no adverse impact to customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.